Event description:
It was reported by a customer in (B)(6) that, during maintenance, an e360 ventilator graphic user interface (gui) monitor went blank, and there was a "no communication" alarm generated. A cable of "vuelink" was connected to the unit when the incident occurred. There was no pt involvement.

Manufacturer narrative:
The e360 ventilator was upgraded with the software version 7.0. No components were reported to have been replaced. Covidien reference # (B)(4).